Event description:
The manufacturer received information that a ds2adv auto CPAP device emitted a strong burning odor when the water chamber ran dry. The patient, who confirmed they had been using distilled water, reported this incident occurred approximately six months ago. The patient also stated he can smell this odor when he is traveling at times. The patient was advised to contact the durable medical equipment (dme) provider. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a ds2adv auto CPAP device emitted a strong burning odor when the water chamber ran dry. The patient, who confirmed they had been using distilled water, reported this incident occurred approximately six months ago. The patient also stated he can smell this odor when he is traveling at times. The patient was advised to contact the durable medical equipment (dme) provider. There was no report of patient harm or injury. There was no report of medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer has updated section h in this report.